Event description:
It was reported that a user¿s pump entered bg run mode with limited time remaining after the connected glucose sensor failed because the user removed an old sensor and had not entered the new dexcom g7 pairing code; subsequent pairing attempts were initially unsuccessful until the user toggled settings, restarted, and re-entered the code to restart pairing. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem and identified a usage problem related to improper procedure, with no device component implicated. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error.